Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation, it was observed, that foreign material was clogging the channel, in which a cleaning brush could not be inserted. This finding is due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed, that the screen was partly dark; due to a scratch on the charge-coupled device lens. It was also observed, that there was a crease at the charge-coupled device lens. It was observed, that there was a gap at the adhesive part of the bending section cover. It was also observed, that the insulation resistance was out of standard; due to a missing plastic distal end cover. Due to damage on switch 1 and 2; liquid leaks were observed. It was observed, that the bending angle in the up direction did not meet the standard value; due to wear of the angle wire. Additionally, the gap of the up and down knob was out of the standard value; due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, no image on the evis lucera elite gastrointestinal videoscope. Had a foreign object in the channel (broken syringe). The reported issue occurred, during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the presence of a foreign object in the channel was confirmed, but the foreign object could not be identified. It is likely that foreign matter could not be removed due to improper reprocessing due to leakage from the operation part. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the instrument channel." 2) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.